Manufacturer narrative:
B3 date of event and d6a date of implant were estimated as the dates were not provided. E1 initial reporter facility name: (B)(6) medical center. G1 MFR site country: corrected. Detailed product information was not provided to bsc, because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device technical analysis: the device remains implanted and in service. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk analysis: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of known inherent risk of device. Angina and restenosis of stented segment are known potential adverse events associated with the use of the synergy device. As no device or media was received for this complaint, it is not possible to confirm the reported stent inadequate apposition. The exact cause of this allegation could not be established.

Event description:
It was reported that patient complications occurred. In (B)(6) 2021, an 80% in-stent restenosis (isr) was noted in the mid left anterior descending (lad) and was successfully treated with a 2.50 mm x 28 mm synergy drug eluting stent. In (B)(6) 2021, isr at lad was successfully treated with balloon angioplasty. In (B)(6) 2022, the patient presented with stable angina. Heparin or antithrombotic medications were administered. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours). The target lesion was located at the mid lad and was 15 mm long with a reference vessel diameter of 3.0 mm. Angiography revealed 80% isr at the mid lad. An ivus catheter was advanced, which revealed neointimal hyperplasia with under expansion. The lesion was initially treated with laser atherectomy. The target lesion was predilated with a 3.00 mm x 15 mm balloon angioplasty resulting into 10% residual stenosis with timi flow 3. Following pre-dilation, the lesion was successfully treated with a 3.00 mm x 20 mm agent dcb device with 10% residual stenosis and timi flow 3. The subject was discharged on aspirin and tricagrelor.

Manufacturer narrative:
B3 date of event and d6a date of implant were estimated as the dates were not provided. E1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that patient complications occurred. In (B)(6) 2021, an 80% in-stent restenosis (isr) was noted in the mid left anterior descending (lad) and was successfully treated with a 2.50 mm x 28 mm synergy drug eluting stent. In (B)(6) 2021, isr at lad was successfully treated with balloon angioplasty. In (B)(6) 2022, the patient presented with stable angina. Heparin or antithrombotic medications were administered. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours). The target lesion was located at the mid lad and was 15 mm long with a reference vessel diameter of 3.0 mm. Angiography revealed 80% isr at the mid lad. An ivus catheter was advanced, which revealed neointimal hyperplasia with under-expansion. The lesion was initially treated with laser atherectomy. The target lesion was predilated with a 3.00 mm x 15 mm balloon angioplasty resulting into 10% residual stenosis with timi flow 3. Following pre-dilation, the lesion was successfully treated with a 3.00 mm x 20 mm agent dcb device with 10% residual stenosis and timi flow 3. The subject was discharged on aspirin and tricagrelor.